Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that late last year their implant battery stopped recharging. Caller stated they had the battery for almost 5 years when it quit on them. Caller stated they weren't sure at first if it was their controller battery or their implant, but they met with a manufacturer representative early this year and determined it was the implant. Caller noted the implant was removed last monday and replaced with another manufacturer.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.